Manufacturer narrative:
Citation: taggart, nm. Md et al. Outcomes of transcatheter tricuspid valve-in-valve implantation in patients with ebstein anomaly. American journal of cardiology (2017) oct 19. Pii: s0002-9149(17)31627-2 doi 10.1016/j.amjcard.2017.10.017 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding outcomes after a tricuspid valve-in-valve implant into a previsously implanted surgical valve. All data were collected from a multi-center, multi-country registry between 2008 and 2016. The study population included 81 patients, 52 of which were implanted with a melody transcatheter bioprosthetic valve. Serial numbers were not provided. The study population was predominantly female; mean age 23 years; mean weight 67 kg. Among all patients adverse events included: stenosis, tricuspid regurgitation, thrombus treated with balloon aortic valvuloplasty (bav), surgical replacement or valve-in-valve, patient prosthesis mismatch, and retroperitoneal hematoma. Other adverse events included; endocarditis treated with surgical replacement or medication. The causative organisms were identified as staphylococcus aureus, enterococcus faecalis, and candida albicans. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.